Event description:
It was reported the device was used on a tonsillectomy. The pt had a large amount of bleeding from the mouth where the tonsil had been removed 10 days post op and was readmitted to the hosp. Cautery and suturing were used to control the bleeding. The pt remained in the hosp for two days and then discharged home.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.